Event description:
During angioplasty in the femoral artery, the balloon ruptured at below rate of burst pressure (ruptured at 10, when it is rated to 14). Initially, it was thought a fragment of the balloon was retained in the femoral artery. Patient taken to vascular surgery to remove the balloon fragment. However, it turned out to be a piece of plaque. Apparently the balloon ruptured longitudinally and remained on the catheter.